Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see updated to d9, h3, h4, h6 and h10. The device was evaluated where no abnormalities were found that could have led to the positive culture. Several defects were also noted where the torque nut was loose, the up/down knob could not be locked securely due to wear of the lock engagement lever, the lock engagement lever is scratched, switch 1 has a cut, the suction was non-functional due to clogging of the channel tube, acoustic and objective lens are scratched and the bending section cover adhesive is worn. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: ¿chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus as of this report for evaluation but is expected. The unit was sent to an independent laboratory for culture testing. The device tested positive for seven (7) colony forming units (cfus) of escherichia coli in the air and water channel with no other microbes found. The device was reprocessed and cultured again. The second sampling results indicated no trace of microbial contamination. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, auxiliary, balloon and the forceps elevator wire channel. The customer used an unspecified detergent during the pre-cleaning process. During the manual cleaning process, the customer uses an unspecified detergent and brushes the instrument channel, suction cylinder, instrument channel port and distal end/area around elevator. The customer uses the following brushes to clean the scope: reinigungsburste olympus maj-1888, zahnburste happy morning, haeger werke, reinigungsburste maj-1339 olympus, and reinigungsset mtw 084525. The scope was manually disinfected with ballonburste small wonder steris 00. No information was provided on the facilities automated endoscope reprocessor (aer) treatment. The scope is stored vertically in a simple cabinet without a drying function. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during routine testing, the evis exera ii ultrasound gastrovideoscope tested positive for microbiological contamination. The scope was sampled once. During sampling, the working channel tested positive for 1 colony forming units (cfus) of coagulase-negative staphylococci. During sampling of the suction channel, the sample tested positive for 3 cfus of coagulase-negative staphylococci. During sampling of the jet channel, the sample tested positive for greater than or equal to 103 cfus of klebsiella oxytoca and e. Coli. All channels were tested. Sampling occurred at reprocessing, before use. It was indicated that this unit was blocked from use on (B)(6) 2022 upon positive test results. There was no patient/user harm or injury reported due to the event.